Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad (B)(6) 2021 were reviewed. On (B)(6) 2017, the patient had a right total knee replacement to address right knee osteoarthritis. Depuy components, including depuy patella, and depuy cement were used during the procedure. On (B)(6) 2019, the patient had a revision of all components to address pain, decreasing motion, and tibial tray loosening. The tibial tray was noted to be loose at the cement/implant interface. Competitor components were used during this procedure. Doi: (B)(6) 2017 dor: (B)(6) 2019 (right knee).